Event description:
Customer reported a patient who was hospitalized while performing the treatment by the head of vascular access, when she is going to irrigate the catheter, there is a leak between the union of the catheter. The catheter had to be took off and placed a new one. It was reported this occurred with 2 devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was two 4fr dl powerpicc sv catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed on both units on the catheter tubing at the distal end of the molded joint. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Fracture surface that had an uneven and jagged pattern, indicating that the area had been subjected to tensile stress. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
Customer reported a patient who was hospitalized while performing the treatment by the head of vascular access, when she is going to irrigate the catheter, there is a leak between the union of the catheter. The catheter had to be took off and placed a new one. It was reported this occurred with 2 devices. This report addresses the second device.